Event description:
It was reported that the drug infusion line was not running. An ekos device was selected for use in the bilateral pulmonary embolism procedure. While in the ICU, after catheter placement, it was observed that the tpa (tissue plasminogen activator) was not infusing. Lytic therapy was discontinued as a result of the malfunction. The procedure was completed with the use of ultrasound therapy only. The ekos device was discarded following treatment. The patient was reported to be unharmed as a result of the malfunction.